Event description:
Information was received from the patient receiving intrathecal dilaudid (hydromorphone) via an implantable pump for non-malignant pain. The patient reported he was not able to connect to the pump. Patient stated they were getting no pump found. Patient stated the device would connect and stop at certain percentage and stuck at 40%, 70% and 90% since few years. Patient stated they get 4 bolus a day. Patient mentioned they spoke with medtronic representative today and they had him reset the handset but that did not resolve the issue. Patient stated they have not had a bolus in 7hrs. Agent asked patient if he had any falls or trauma and patient said no. Patient service assisted patient with clearing the data on the handset and device connect to the pump. Agent asked patient to check the if blue tooth and location was on and patient said they could not activate location. Agent offer to transfer patient to healthc are it (hcit) for assistance and patient said they did not have time and they would callback. Agent confirmed patient was able to do a bolus. The troubleshooting steps that were taken on the call.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Product ID hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.